Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e out on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered medical device removal and pelvic pain to be related to essure.